Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo receptacle. System operates as intended. (B) (4).

Event description:
Customer reported no power to the c-arm. No pt injury was reported.